Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained right ventricular oversensing episodes were observed on the patient¿s device. Patient was asymptomatic. No other anomalies were noted. It was recommended for patient to be seen in clinic for programming changes. Patient later presented in clinic and programming changes were made. Patient was scheduled for another clinic visit. Patient is stable.